Event description:
A trilogy evo ventilator was returned to a third-party service center with the allegation of a ventilator inoperative condition. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During evaluation of the device on, a ventilator inoperative event was noted in the error log indicating a machine flow sensor drift above specifications had occurred. The machine flow sensor was replaced to address the issue. The device passed final testing. Additional findings not related to the malfunction/issue: the system printed circuit assembly was replaced due to a non-critical shutdown state of the motor controller issue. Four-year preventative maintenance was performed.